Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the pnp did recover.

Event description:
It was reported that during a cryo ablation procedure, palpation and compound motor action potential (camp) confirmed that phrenic nerve response reduced. A double-stop technique was performed. As twitching could not be induced, ablation for the right inferior pulmonary vein (ripv) was performed with radiofrequency (rf). The case was completed with radiofrequency. The patient's phrenic nerve injury did not recover. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed multiple applications were performed with the catheter without any issue for the date of the event. There was no indication of a product malfunction, and the physical product was not returned for investigation. A known clinical issue (phrenic nerve palsy) was encountered during the procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pnp did not recover at the patient¿s discharge.